Manufacturer narrative:
(B)(4).

Event description:
The consumer reported end of service (eos). The device was off and no longer providing therapy. There was no allegation of dissatisfaction with the implantable neurostimulator (ins) longevity. The patient had a return of symptoms. The device was turning off. The patient would turn on the ins and 10-15 minutes later when it was checked, the device was off. This was happening a few days before the ins was at eos. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided about this event. Follow up was conducted to obtain the steps taken to resolve the issues and to know if the issue resolved. If additional information is received, a follow up report will be sent.